Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump where the pump does not accept the lines. This had the potential to interrupt delivery. This condition was found in the intermedio department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump which does not accept the lines was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective slide clamp.